Event description:
Customer reports back to back testing with her meter and professional meter while using the advantage system with results of 313 mg/dl on her meter and 121 mg/dl on the professional meter. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.